Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligner, a patient has gingival recession on almost all teeth and also root destruction on patient's anterior and left side. Doctor advised patient to stop treatment.